Event description:
It was reported that the pt experienced a shocking and jolting sensation while lying down. The symptoms started at the implantable neurostimulator location and radiated to the collarbone. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR's report #3004209178200905084.

Manufacturer narrative:
(B) (4)